Event description:
It was reported that one month after the pump was implanted, flow problems developed. A myelograph was performed and no catheter occlusion was noted. The pump was refilled again 8/25/97. The problem continued and the pt developed an infection. The pump was explanted. There were no other reported complications.

Manufacturer narrative:
The sample has been returned to arrow. Examination and testing failed to confirm the user's complaint. The pump flowed at the specified rate.